Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient with an implantable pump. On (B)(6) 2021, it was reported that a patient has a pump that had a motor stall on (B)(6) 2021. It was confirmed that no emi, MRI or magnets were with the patient at the time of the event.